Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically citing cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset their pump, and after the reset, the cgm error code did not reappear. The customer was able to successfully start a new sensor session.